Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with carbohydrates and orange juice. Customer stated that they also had high blood glucose of 300 and above 250 mg/dl. The customer was declined to troubleshooting. The device was not returned for analysis.